Event description:
It was reported that the patient presented with incessant ventricular tachycardia (vt) and stenosis of the entire right coronary artery (rca), and the mid left anterior descending (lad) coronary artery. Due to the incessant vt, the decision was made to proceed with multi-vessel percutaneous coronary intervention (pci). Upon placing a non-abbott guiding catheter in the rca via femoral access, without difficulty, a dissection of the proximal rca into the ostium of the rca and aortic root was noted. A prowater guide wire was advance into the rca. The 70 to 85% stenosed, eccentric lesions throughout the rca were pre-dilated with a 3.0x12 non-abbott bdc, followed by deployment of a 3.5x33 multi-link 8 stent in the proximal rca. A 2nd overlapping 3.5x15 vision stent was deployed in the mid rca. The distal rca treated via deployment of a 3.5x12 vision stent and a 3.0x8 vision stent. As there was a small persistent stain of the aortic root at the rca ostium, a 3.5x16 jostent graftmaster was implanted in the proximal rca, sealing the dissection as no further dye stain of the aortic root occurred. Prior to treating the mid lad, the patient went back into vt again. A jl 4.0 guiding catheter was then placed in the left main artery to mid lad, followed by placement of an asahi soft prowater guide wire in the mid lad. An asahi prowater was then placed in the diagonal coronary artery, followed by pre-dilatation using a 3.0x12 non-abbott bdc. Due to tortuosity and calcification, a 6fr guideliner was placed in the mid lad then a 3.0x23 vision stent was deployed in the mid lad. The patient was electively intubated post procedure for better sedation and airway protection as the patient had required multiple shocks before and during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi prowater. Guide catheter: ikari. Stents: 3.5x15 vision; 3.5x12 vision; 3.0x8 vision; 3.5x16 jostent graftmaster otw. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of ventricular tachycardia (ventricular arrhythmias) is listed in the multi-link 8 instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.